Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured, and it exhibited high thresholds and impedance. It was noted that the rv lead impedance and threshold rose sharply. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced pain at the implant site for a couple months after the revision.